Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the helix will not extend or retract due to distal conductor distortion within the connector. It was also noted that the distal conductor fractured due to overstress, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant the helix of the right atrial lead would not retract. The lead was removed and replaced. No patient complications were reported as a result of this event.